Manufacturer narrative:
A supplemental report is being submitted for additional information was received. This information was previously reported associated with regulatory report #3007042319-2025-00663 and will now exclusively be captured with this report only. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-april-2022 / serial#: (B)(6) d9: yes, return date: 25-mar-2025 h3: no h4: mfg date: 14-april-2021 h5: no d1: heartware ventricular assist system - controller d4: model#: 1420/ catalog#: 1420 / expiration date: 31-may-2025 / serial#: (B)(6) d9: yes, return date: 25-mar-2025 h3: no h4: mfg date: 03-may-2024 h5: no d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: dd-mmm-yyyy / serial#: (B)(6) d9: no h3: no h4: mfg date: dd-mmm-yyyy h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient underwent a procedure to redo the sternotomy, a mediastinal washout and outflow graft revision on (B)(6) 2025. Surgical findings included large amount of gore-tex which were removed and large amount of proteinous material which was compressing the outflow graft. All of the material was removed. It was also noted that the outflow graft was too long, likely related to cardiac remodeling, therefore it was shortened by approximately 4cm. Upon attempt to close the patient chest, the patient became hemodynamically unstable and underwent temporary sternal closure and returned to the intensive care unit (ICU) for recovery. The patient was brought back to the operating room (or) the next day and the chest was closed. During the procedure a controller fault alarm occurred, and the vad failed to restart when the controller was exchanged. The patient was under general anesthesia during this event, and vasoactive drips were started transiently while the vad was off. A modified software controller was used and successfully restarted the vad. It was noted that the modified software controller had exhibited an unexpected loss of power due to previously setting up and programming the controller for the planned exchanged in which at that time there was no patient involvement.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system ¿ 1125-outflow graft d4: serial #: (B)(6) d9: no h3: yes d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: yes, return date: 25-mar-2025 h3: yes d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: yes, return date: 25-mar-2025 h3: yes d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: no h3: yes d1: heartware ventricular assist system - battery d4: serial#: (B)(6) d9: no h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6), the associated outflow graft (lot 17065951-0618), and one (1) controller (B)(6) were not returned for evaluation. Two (2) controllers (B)(6) and one (1) battery (B)(6) were returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Visual evidence provided by the site revealed a kinking of the outflow graft. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing of (B)(6) revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Failure analysis of (B)(6) revealed that the device passed visual in spection and functional testing. The battery was able to adequately charge and discharge, as expected. Internal inspection of the battery revealed no anomalies. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event, (B)(6) was the initial backup controller, and (B)(6) was the last backup controller used. Of note, (B)(6) is loaded with the unapproved software for the pump start algorithm. Review of (B)(6) alarm log file revealed 53 low flow alarms logged since (B)(6) 2025, a controller fault alarm indicating internal battery end of life logged on (B)(6) 2025 at 12:11:42, and a vad disconnect alarm logged on (B)(6) 2025 at 12:47:17. Furthermore, log files indicated that this controller has been in use for greater than two (2) years. Log file analysis associated with (B)(6) revealed five (5) controller power ups without pump start events on 12/mar/2025. The event file indicates that the date, pump ID, and alarm limits were being set prior to and during these controller power ups. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up events; the first data point was logged on (B)(6) 2025 at 13:15:16, indicating that the controller power ups likely occurred during the initial programming of the controller and/or the reported controller exchange. Furthermore, three (3) vad disconnect alarms logged on (B)(6) 2025 at 13:13:53, 13:15:12, and 13:17:01, indicating the controller was powered on without a driveline connected due to troubleshooting during the reported controller exchange. Further review of the alarm log file revealed that the second vad disconnect alarm was cleared at 13:15:13. Immediately following the clearing of the second vad disconnect alarm, a controller power up was logged 13:16:57 with a power down time at 13:15:21, indicating that only 8 seconds had passed between the connection of the driveline and the loss of power. This is not enough time for the controller to attempt motor starts. Of note, during these controller start ups, log files revealed that no ac adapter was connected as a power source to the controller. Review of the controller¿s internal log files revealed a safety alert word (saw) value was recorded on (B)(6) on (B)(6) 2025 at 13:15:16, indicating an overcurrent alert. The log files recorded a high-power consumption during the vad disconnect alarms and subsequent controller power ups, which required more current from the battery. Immediately after the saw value was recorded, the user interface controller (uic) operational status indicates that (B)(6) was disconnected. Therefore, the controller logged power port one (1) with 0% relative state of charge (rsoc) and (B)(6) was connected, as the active battery, to power port two (2) with 98% rsoc. It is likely that the overcurrent condition prevented the (B)(6) from providing power, resulting in the log files recording a power source disconnection, even if the battery is still physically connected to the controller. The power source disconnect due to an overcurrent alert was likely perceived as the reported power consumption issue. Review of (B)(6) event log file revealed a controller power up with associated motor start event logged on 12/mar/2025 at 14:17:21, indicating a loss of power to the controll ER. Review of the data log file revealed the first data point was logged on (B)(6) 2025 at 13:31:08, indicating the controller power up likely occurred during initial programming of the controller and/or the reported controller exchange. As a result, the kinked and obstructed outflow graft, low flows, controller fault alarm, and loss of power events were confirmed. The reported failed motor start event and the battery power consumption issue could not be confirmed as the battery performed as intended. Of note, no vad stopped alarms or motor start events were logged; most likely, the controller not having enough time to attempt a motor start was perceived as a failed motor start. Based on the available information, the device may have caused or contributed to the low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controllers, likely due to troubleshooting and/or controller exchange. Based on the available information, the most likely root cause of the loss of power event can be attributed to the initial programming of the controller and/or the reported controller exchanges. The most likely root cause of the reported controller fault alarm event involving (B)(6) can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the observed saw values can be attributed to, but not limited to the increased power consumption required by the pump running at high power, drawing more current from the batteries. Based on the risk documentation and limited information available, a possible root cause of the kinked outflow graft event can be attributed, but not limited to surgical technique during implant. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, is sues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6), the associated outflow graft (lot 17065951-0618), and one (1) controller (B)(6) were not returned for evaluation as they remain in use. Two (2) controllers ((B)(6)) were returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Visual evidence provided by the site revealed a kinking of the outflow graft. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing of (B)(6) revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event, (B)(6) was the initial backup controller, and (B)(6) was the last backup controller used. Of note, (B)(6) is loaded with the unapproved software for the pump start algorithm. Review of (B)(6) alarm log file revealed 53 low flow alarms logged since (B)(6) 2025, a controller fault alarm indicating internal battery end of life logged on (B)(6) 2025 at 12:11:42, and a vad disconnect alarm logged on (B)(6) 2025 at 12:47:17. Furthermore, log files indicated that this controller has been in use for greater than two (2) years. Log file analysis associated with (B)(6) revealed five (5) controller power ups without pump start events on (B)(6) 2025. The event file indicates that the date, pump ID, and alarm limits were being set prior to and during these controller power ups. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up events; the first data point was logged on (B)(6) 2025 at 13:15:16, indicating that the controller power ups likely occurred during the initial programming of the controller and/or the reported controller exchange. Furthermore, three (3) vad disconnect alarms logged on (B)(6) 2025 at 13:13:53, 13:15:12, and 13:17:01, indicating the controller was powered on without a driveline connected due to troubleshooting during the reported controller exchange. Further review of the alarm log file revealed that the second vad disconnect alarm was cleared at 13:15:13. Immediately following the clearing of the second vad disconnect alarm, a controller power up was logged 13:16:57 with a power down time at 13:15:21, indicating that only 8 seconds had passed between the connection of the driveline and the loss of power. This is not enough time for the controller to attempt motor starts. Of note, during these controller start ups, log files revealed that no ac adapter was connected as a power source to the controller. Review of the controller¿s internal log files revealed a safety alert word (saw) value was recorded on (B)(6), indicating a discharge overcurrent alert. The alarm logs recorded a high-power consumption during vad disconnect and subsequent controller power ups, which required more current from the batteries. Review of (B)(6) event log file revealed a controller power up with associated motor start event logged on (B)(6) 2025 at 14:17:21, indicating a loss of power to the controller. Review of the data log file revealed the first data point was logged on (B)(6) 2025 at 13:31:08, indicating the controller power up likely occurred during initial programming of the controller and/or the reported controller e xchange. As a result, the kinked and obstructed outflow graft, low flows, controller fault alarm, and loss of power events were confirmed. The reported failed motor start event was not confirmed. Of note, no vad stopped alarms or motor start events were logged; most likely, the controller not having enough time to attempt a motor start was perceived as a failed motor start. Based on the available information, the device may have caused or contributed to the low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the cont rollers, likely due to troubleshooting and/or controller exchange. Based on the available information, the most likely root cause of the loss of power event can be attributed to the initial programming of the controller and/or the reported controller exchanges. The most likely root cause of the reported controller fault alarm event involving (B)(6) can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the observed saw values can be attributed to, but not limited to the increased power consumption required by the pump running at high power, drawing more current from the batteries. Based on the risk documentation and limited information available, a possible root cause of the kinked outflow graft event can be attributed, but not limited to surgical technique during implant. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ 1125-outflow graft d4: serial #: (B)(6) h3: yes d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: yes, return date: 25-mar-2025 h3: yes d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: yes, return date: 25-mar-2025 h3: yes d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that low flow alarms occurred and the surgical intervention for the outflow graft (ofg) postponed from (B)(6) 2025. The patient remain asymptomatic.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-oct-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 06-oct-2023 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that log file data revealed the battery showed zero percent capacity. Vad team reported this battery was taken from the charger and was one hundred percent fully charged per the battery indicator. The same battery was connected with an ac adapter to the controller and moments later showed ninety six percent capacity.

Event description:
It was reported that a ventricular assist device (vad) patient was admitted to hospital due to the persistent low flow alarms. A computed tomography angiography (cta) chest was conducted, revealing a kinked and obstructed outflow graft. A surgical revision was planned to address the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 30-nov-2022 / lot#: 17065951-0618 d6a: implanted date: (B)(6) 2018 d9: no h3: no h4: mfg date: 01-nov-2017 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.